Event description:
No additional event information to report at this time.

Manufacturer narrative:
Report source: (B)(6). Complaint sample was evaluated and the reported event was not confirmed. Visual inspection notes shallops from impaction, however no visible damage to the outer radius. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04304.

Manufacturer narrative:
(B)(4). (B)(4). Concomitant medical products: item #unknown unknown cup lot #unknown; item #unknown unknown head lot #unknown; item #unknown unknown stem lot #unknown. Investigation in process. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during hip surgery with g7 system, the insert would not fit properly in the acetabular cup. Another insert was used to complete the procedure. Additional information was requested however, none was available.